Event description:
The nurse reported that the device was primed and attached to the new pressure tubing with monitoring capabilities to the femoral artery catheter. However, staff was unable to obtain a waveform. A new cable was tried, but they were still not able to get a waveform. The pressure tubing was changed, and finally a successful waveform return was observed.